Event description:
The customer reported that the beckman coulter that the coulter lh 750 hematology analyzer was leaking under the mixing chamber and generating incomplete computations for differential results. The volume of the leak is unknown and was contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye protection, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death or injury reported in connection with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed bubbling near the drain port of the mixing chamber. The fse replaced the differential mixing chamber and cycled a startup and quality control (qc) with no bubbling. No further evidence of leaking was observed, instrument operated without incident. The cause of the leak was the diff mixing chamber. The instrument operated as intended by generating differential incomplete computations alerting the operator of an instrument problem. (B)(4).